Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There is insufficient procedure and product information provided; therefore, a log review of the product related to the complaint cannot be performed at this time. The following information is unknown: the lot # of the force bipolar instrument, and the name of the procedure and surgeon involved with the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the peritoneum became caught in the wrist area of the force bipolar instrument, below the pulley wires. The incident occurred while the surgeon was dissecting the peritoneal pocket for mesh insertion. The entrapped tissue was released using scissors, resulting in minimal bleeding that was controlled with cautery. The blood loss volume is unknown. The procedure was completed robotically and no post-operative complications were reported.